Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("increasingly severe pain/ severe chronic abdominal pain") and bladder malposition acquired ("bladder began to fall within her abdomen (physician attributed this to her essure removal surgery)") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2014, the patient experienced bladder malposition acquired (seriousness criteria medically significant and intervention required) and complication of device removal ("bladder began to fall within her abdomen (physician attributed this to her essure removal surgery)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove essure coils in (B)(6) 2010) and surgery (plaintiff underwent an additional surgery). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the abdominal pain, menorrhagia, pelvic discomfort, bladder malposition acquired and complication of device removal outcome was unknown. The reporter considered abdominal pain, bladder malposition acquired, complication of device removal, menorrhagia and pelvic discomfort to be related to essure (ess205). The reporter commented: in 2014, patient underwent another surgery when her bladder begin to fall within her abdomen. Her physician related it to previous surgery (essure removal surgery in (B)(6) 2010). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2005, and reported adverse events, including increasingly severe pain/chronic abdominal pain. The plaintiff was submitted to a surgery to have essure coils removed in (B)(6) 2010. Approximately 4 years later, in 2014, plaintiff underwent an additional surgery due to her bladder began to fall within her abdomen. Chronic abdominal pain may occur among women under essure use. In the present case, the plaintiff started to experience abdominal pain after essure insertion. Regarding bladder malposition, it was attributed by plaintiff´s physician to the essure removal surgery, therefore, seen as a complication of device removal. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("increasingly severe pain/ severe chronic abdominal pain") and bladder malposition acquired ("bladder began to fall within her abdomen (physician attributed this to her essure removal surgery)") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. In (B)(6) 2005, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove essure coils in (B)(6) 2010). Essure (ess205) was withdrawn. In 2014, the patient experienced bladder malposition acquired (seriousness criteria medically significant and clinically significant/intervention required) and complication of device removal ("bladder began to fall within her abdomen (physician attributed this to her essure removal surgery)"). The patient was treated with surgery (plaintiff underwent an additional surgery). At the time of the report, the abdominal pain, menorrhagia, pelvic discomfort, bladder malposition acquired and complication of device removal outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic discomfort, bladder malposition acquired and complication of device removal to be related to essure (ess205). The reporter commented: in 2014, patient underwent another surgery when her bladder begin to fall within her abdomen. Her physician related it to previous surgery (essure removal surgery in (B)(6) 2010). Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2005, and reported adverse events, including increasingly severe pain/chronic abdominal pain. The plaintiff was submitted to a surgery to have essure coils removed in (B)(6) 2010. Approximately 4 years later, in 2014, plaintiff underwent an additional surgery due to her bladder began to fall within her abdomen. Chronic abdominal pain may occur among women under essure use. In the present case, the plaintiff started to experience abdominal pain after essure insertion. Regarding bladder malposition, it was attributed by plaintiff´s physician to the essure removal surgery, therefore, seen as a complication of device removal. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.